Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The electrode is missing from the tip and only the stands inside the spacer remain. A functional evaluation was performed on the returned device and found the wand cannot be tested further due to the damaged electrode. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that this device was manufactured and intended as an externally communicating device and it has not been approved for long-term tissue exposure and long-term implantation data is unavailable. However, we are unable to make any conclusion on the impact of the non-implantable foreign body. Since it is unclear whether the electrode tip was left secure, we cannot rule out the potential for micro-motion, migration and local irritation/discomfort. The patient's impact beyond the retained electrode tip cannot be determined with the limited information provided. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroplasty, the tip electrode of the super multivac 50 wand detached and fell inside the patient; the electrode was not retrieved from within the patient. The procedure was resumed using an equivalent s+n backup. It is unknown whether any delay occurred. No further complications were reported.